Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported right side "stable" calcifications and cyst. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing and non-penetrating nicks. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on radius side assessed as surgical damage and a 25% of the shell is missing the assessment is inconclusive. Additional, changed, and/or corrected data: b.5., b.6., b.7., d.7., d.10., h.3., h.6.